Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-12828. It was reported that the patient presented in the emergency room with chest tightness and nausea. Upon interrogation, the right atrial lead exhibited noise that led to inappropriate automatic mode switch and the right ventricular lead exhibited noise that led to a high ventricular rate. Programming changes were performed. The patient was in stable condition.